Event description:
The hospital representative reported an infusion pump with fail code 812:02 during patient use. The pump was operating with a 1000ml bag and tubing code number 2c6537s. Information was requested by baxter regarding specific patient information, whether or not there was a report of medical intervention or patient injury, pump programming and set-up information, tubing lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested by no additional contact was identified. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.